Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-04408. It was reported the patient had felt a twisting resulted in a change in the stimulation. An x-ray was taken which revealed the lead had migrated downward one vertebral body. The sjm representative attempted reprogramming, but was unable to provide the same stimulation the patient had previously. It was reported the physician planned surgical intervention at a future date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.